Manufacturer narrative:
Follow-up #1 date of submission 10/16/2014-product analysis:the device was returned and evaluated by product analysis on 10/02/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed a manual time change on 07/06/2014 at 18:45 to 08/05/2014, 18:47. Dates in bolus history change from 07/19/14 to 06/20/14 and from 07/06/14 to 08/05/14. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump¿s time and date settings reset to default after having the battery removed for 1 hour. Evaluation revealed the internal clock battery on the printed circuit board had failed. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported last bolus delivery in the pump¿s history was 07/19/2014 and that the pump¿s settings were not recently changed. During troubleshooting, an air-bolus was completed and successfully recorded in the pump¿s history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.